Event description:
It was reported that during central processing, the permanent cautery spatula instrument was found to have a crack near the spatula. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken ceramic sleeve. A broken piece was missing as a result of breakage. The size of the missing piece was approximately 0.13¿ x 0.09¿. The root cause of this failure is attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. No image or video clip for the reported event was available for review. A review of the device logs for the permanent cautery spatula instrument (part# 470184-09 / lot# s1014004-0016)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022 via sk1824 for a pleural decortication procedure. There were 6 uses remaining after this last usage. This last usage of the device was before the reported event date, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.